Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, high capture threshold was observed. The lead was repositioned and remains implanted. The patient was in good condition post-procedure.